Event description:
Boston scientific received information from a returned patient verification form in (B)(6) 2014 that this patient died in (B)(6) 2013 as a result of a staph infection. The reported source of the infection was alleged to be the pacemaker site.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product exhibited an infection with sepsis. A revision procedure was scheduled to remove the system. Attempts were made to obtain additional information; however, was unsuccessful. Evidence suggests the system remains implanted and in service. No additional adverse patient effects were reported.